Event description:
It was reported that stent deployment difficulties occurred. The patient presented with stenosis. The target lesion was a very long lesion located in a non-tortuous, calcified, superficial femoral artery. Following balloon dilatation, the 5 x 20 x 130 innova stent was introduced using a contralateral approach. After 4cm of the stent was released using the thumbwheel, the thumbwheel and the pull grip stopped working. The physician cut the handle open and was able to release the stent. The stent was implanted intraluminal. Two additional innova stents were implanted during the same procedure to cover the lesion. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Event date: unknown, more than 4 weeks prior to (B)(6) 2013. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).